Manufacturer narrative:
The customer contacted the siemens customer care center technical support (ccc). The customer stated that quality controls (qc) were within range on the day of the event. The customer had performed maintenance on the integrated multi-sensor technology (imt) system and replaced the imt sensor. The customer ran dilution check, which passed. The customer ran qc, which were within range. The cause of discordant, falsely depressed na results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on three patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, all resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.